Manufacturer narrative:
Section h3: the facility declined to have physio-control evaluate the device. Reportedly, the facilities biomedical engineer examined the device and stated that, in his opinion, the device was "fully functional". Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Manufacturer narrative:
H3: the device was examined by physio-control and the reported malfunction was neither confirmed or duplicated. Based on the inability to duplicate the reported malfunction and the age of the device, the facility decided to scrap the device. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
Hosp staff were treating a cardiac arrest pt and attempted to deliver a defibrillation countershock. Reportedly, the device reached the selected charge level; however, the device would not discharge when the discharge buttons were depressed. A back up device was obtained and treatment was continued. The pt was resuscitated. There were no adverse effects reported to the pt as a result of the reported event.